Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat upper back pain. The implantable pulse generator (ipg) was placed in the lower back area using fluoroscopy imaging during the implant procedure. The system was activated on (B)(6)2024 and approximately one week after activating the system the system showed communication issues between the implanted ipg and the external therapy discs. Troubleshooting in the field led to the conclusion that after implant, the ipg had migrated beyond the recommended depth for optimal communication. A surgical revision was performed on (B)(6)2024 to place a new ipg higher and more midline than the original placement. The original ipg was unable to be repositioned and used due to handling damage during the revision procedure. The original ipg was damaged and discarded by the medical facility and thus unavailable for any further testing by the firm.

Manufacturer narrative:
There is no indication of any system or component failure, although the originally implanted ipg is not available for testing by nalu to confirm device function. Migration is a known inherent risk of implantable neuromodulation devices.